Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) was found to have premature battery depletion. The ICD was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.